Manufacturer narrative:
Concomitant medical devices: metasul ldh large diameter head 48mm / n catalog no# 0100181480; lot no# 2430206, metasul ldh head adapter -4mm / s catalog no# 0100185145 ; lot no# 2486173. Therapy date : (B)(6) 2018. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to pain and metallosis.